Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient received the following results on the active system compared to lab results within 10 minutes: 125 mg/dl (active meter) and 66 mg/dl (lab). No adverse event was reported. The alleged product was requested for evaluation.